Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular and left ventricular leads were not capturing at adequate levels. The leads were capped. No patient complications were reported as a result of this event.